Event description:
Pain and popping to left knee, status post left knee arthoroplasty with probable fracture of metal back patella. On 10/23/97, had left knee arthroplasty with revision of patella component and revision of femoral component, replacement of tibial insert. Prior or tibial base implant 1986 wichita articular surface.